Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, the seal of the device was damaged, there was continual leaking of carbon dioxide (co2) from trocar. Nothing was done to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted: that the circular seals were cut. The trocars, cannulas, and envelope seals appeared intact. The obturators were received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. The envelope seals were stretched out. A functional evaluation found that the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.